Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD). A boston scientific technical services consultant identified a smart pass event with a marked reduction in r-wave amplitude/morphology. This sudden decrease resulted in intermittent undersensing/oversensing which resulted in smart pass being disabled. The consultant recommended in clinic sensing evaluation for sensing optimization. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.